Event description:
It was reported that on 14 august 2024, a 25mm navitor valve was selected for implant. The patient's native valve annular dimensions are annulus perimeter 68,1mm, area 342,9mm, lvot 20,5mm. Pre-dilatation was performed using a 20mm osypka. The implant procedure was smooth and the implant depth was verified in different projections. There was sufficient calcium to allow anchoring of the device; no calcium scoring was performed. The patient's aortic angle was 50 degrees. The implant depth at 80% and prior to release was 3mm. Removal of tension from the valve was performed and the navitor valve was released. The ds was ensured to be in neutral position and the guidewire was pulled to a midventricular position. All 3 tabs were successfully released using two views. After several heart beats, the valve embolized to the ascending aorta above the stj. The valve was not attempted to be snared and did not block any arteries. The patient remained stable with no hemodynamical compromise. A second 25mm navitor valve was implanted into the index valve using the same technique with satisfactory result - optimal depth, no paravalvular leak, and minimal gradient of 5mmhg. Post-dilatation was not performed. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration was reported. It was also reported that after several heart beats, the valve embolized to the ascending aorta above the stj. The valve did not block any coronary arteries. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. It was indicated that, the ds was ensured to be in neutral position and the guidewire was pulled to a midventricular position. All 3 tabs were successfully released using two views. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the exact cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.